Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a normal generator change, the right atrial lead tested high for threshold. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.